Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pressure sores under the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. It was reported that the patient was bed ridden. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended a patch over the skin irritation. Follow up indicated that the skin irritation improved.